Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain near the site of their implantable pulse generator (ipg). It was further reported that the ipg exhibited failure. It was also reported that the right atrial (ra) lead exhibited intermittent over-sensing. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no malfunctions were observed by the physician.